Event description:
It was reported to boston scientific corporation in 2007 that an ultraflex covered ng esophageal stent was used during a stent placement procedure in a female patient (age and weight unknown) on one day earlier. According to the complainant, "[d]during the procedure the deployment string would not release for the stent to be deployed. The physician completed the procedure with another [ultraflex covered ng esophageal stent]." Reportedly, there were no "complications and the patient is fine." Note: the event, as reported did not reflect an MDR-reportable scenario; however, evaluation of the returned device, which was completed on january 02, 2008, revealed an MDR-reportable device malfunction. This manufacturer report is being submitted based on the evaluation results.

Manufacturer narrative:
A visual examination of the returned device revealed that the stent was partially deployed. A functional evaluation revealed that it was possible to retract the deployment suture thread and deploy the stent. There was however, resistance during initial stent deployment. Although the root cause of the event is unknown. CAPA-related activities are in progress to address deployment-related complaints for ultraflex esophageal stents. A review of the device history record was performed on the pertinent lot; no anomalies were found. A search of the complaint database indicated that no additional complaints have been reported for the lot. The december 2007 15-month ultraflex esophageal stent product family complaint trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted.